Event description:
The customer reported an error with the 9800 system vertical column. No patient injury was reported.

Manufacturer narrative:
The service rep replaced the power supply. The system operates as intended.